Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure, it was difficult to extend and retract the lead helix. The lead was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.